Manufacturer narrative:
10/23/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Deive evaluation indicated and codes entered in h-3 and h-6. During our evaluation, we concluded that the reported damaged was caused by the user, firing through the interlock. The interlock is a safety feature designed to prevent the jaws from closing when a clip is not loaded.

Event description:
The device was used during a gallbladder procedure. Reportedly, the instrument jammed. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.